Event description:
The customer received a blood glucose reading of 554mg/dl on the contour next link meter, re-tested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Only the meter information was provided. Product was not replaced.